Event description:
A physician reported a pt who was originally double skin tested on 3/24/98 and on 4/9/98. The results of both tests were considered negative. In 1998, the pt was treated in the forehead and the glabella. In 1998, about eight months later, the pt presented with abscesses at the forehead injection sites. The abscesses have flared intermittently. There have been 8 to 12 abscesses total over the past eleven months. The physician has prescribed antibiotics, which were not effective, and used incision and drainage to relieve the symptoms (specific dates of treatment were not available). The pt stated the abscesses have decreased in frequency, last occurring 4 months ago, and most recently in 1999. The pt stated she had large red scars at the symptomatic sites. The physician said the pt does not have vasculitis, and believed the symptoms were self-limiting. The physician planned to treat any residual scarring with laser.